Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. Besides, a rhv was returned. The coil and delivery wire arms were not interlocked, the main coil was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked, detached and stretched, besides, the fiber bundles had blood residues. The delivery wire was advanced through the introducer sheath without problems, no resistance was felt. The proximal end of the delivery wire has a smooth surface and the interlocking arm was inspected and no damages were found. The main coil zap tip has a smooth surface. The main coil was stretched, detached and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm of the main coil was inspected and no anomalies were noted. Dimensional inspection of the delivery wire was performed and were within specifications. Dimensional inspection of the zap tip outer diameter (od) and primary coil od of the main coil were performed and were within specifications. Dimensional inspection of the number of coil fiber bundles was performed and revealed that there were lacking fiber bundles.

Event description:
Reportable based on analysis completed on 19oct2019. It was reported that the coil was stuck in the catheter. An 8mm x 40cm interlock-35 was selected for an internal iliac embolization procedure. During the procedure, an intermittent flush was performed and the device was advanced into the distal portion of the catheter then became stuck and was unable to advance. The coil was removed together with the catheter. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed the main coil was detached near the interlocking arm and there were missing proximal and distal fiber bundles.